Event description:
It was reported that during a da vinci-assisted surgical procedure, errors m-02 and 3-89 occurred on the integrated electrosurgical unit (iesu) generator. The customer rebooted the generator several times, but the issue remained. The customer swapped in a generator for the remainder of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked at power up and there were no errors. The customer confirmed that the procedure was completed robotically using the backup generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure (error: m-02) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. M-02 error is in error log. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.